Event description:
Per the audiologist, the pt did not respond to stimulation on multiple electrodes during initial activation of the cochlear implant system. An x-ray confirmed that the electrode array was not successfully placed into the cochlea during the initial surgery. The pt was scheduled for explanation/reimplantation surgery in 2008.

Manufacturer narrative:
This report was filed on july 03, 2008.